Event description:
Healthcare professional reported "rupture" against left device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified that apparently it is broken the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: a4, b5, h6.

Event description:
Healthcare professional reported rupture against left device. The device has been explanted.